Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r2 probe misalignment. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 13.28 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The test was repeated on a sequential sample and a negative result was obtained. The original sample was retested and a result of 0.01 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r2 probe misalignment.